Event description:
During an incident in 2003 involving a patient in cardiac arrest. The unit analyzed a coarso vf rhythm, the analyze buttom was pressed, the unit started to charge, but after 2 - 3 seconds the message "check electrodes" appeared. The electrodes were checked and no failures was found. The electrodes were replaced but the same message appeared. The patient's skin was dry and their chest was not hairy. After 2 - 3 minutes, a second car arrived with another defibrillator and delibrillation was preformed successfully.